Event description:
It was reported that the customer had high blood glucose levels of 500 mg/dl. The customer treated with the insulin pump and did a bolus of twenty units. Troubleshooting was done. The customer was advised that the insulin pump was working as designed. The customer was advised to change the entire infusion set, reservoir and insulin of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).